Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Upon removal from the packaging, the pusher wire of a ruby coil was found kinked and was not used.

Manufacturer narrative:
Result code: the pusher assembly was fractured approximately 5.0 cm from the proximal end. Conclusion code: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the pusher assembly was broken. Evaluation of the returned device confirmed a fractured pusher assembly. This type of damage typically occurs due to improper handling during removal from packaging. If the ruby coil is removed from the packaging hoop with force or at an angle, the pusher assembly may fracture due to excess force and bending. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.